Manufacturer narrative:
The customer stated that there are no repeat results available at this time. Siemens has requested the hematocrit sensor and instrument maintenance log files to be provided for investigation. The customer stated that the sensor has been discarded and therefore not available. The cause of this event is unknown.

Event description:
The customer reported an elevated hematocrit and hemoglobin which did not match the patient's history, run on the rl 348. There was no report of injury do to this event.

Manufacturer narrative:
Provided new manufacturer's contact information. Siemens has requested the log files and the hematocrit sensor to be returned for investigation. The customer stated that the log files and sensor are not available to be returned. Therefore, no further investigation is possible. The customer states they are operational. The cause of this event is unknown.